Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed calcium result generated on the architect c16000 processing module for one sample. Results provided: (customer range 8.4-10.2 mg/dl). Sid (B)(6) initial result 5.9 mg/dl, repeated on another instrument 9.4 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely depressed calcium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review by did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with list number 03l79 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. As part of troubleshooting, the samples was retested on another analyzer and gave higher normal results. Additionally, a clog in the high concentration waste line was discovered, indicating a possible pre-analytical condition may have caused the initial low result. Based on our investigation, no systemic issue or deficiency with the calcium assay for unknown lot was identified.